Event description:
Pt underwent bunionectomy with first metatarsal osteotomy approx a yr ago. She has healed the first metatarsal osteotomy but has one of her two pins holding this backing out, which is now painful and symptomatic. Pt had pin removed upon admission.